Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could be duplicated one. The cables and power supplies were evaluated during the service call. The ccd camera or related pcb assembly were found to be possible causes. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.